Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrioventricular (av) node ablation procedure with an intellanav mifi open-irrigated catheter, while ablating, a steam pop occurred. The power was set at 35w and the flow rates were 17 and 30ml. When they started ablating, the local impedance rose to 130 ohms, and a resulting 38 ohm drop occurred after 3 seconds of ablation. There were no notable impedance rises. When the audible steam pop was heard, the physician terminated ablation. After assessing the situation, the physician proceeded to successfully complete the case with the same device. There was no char seen on the tip of the catheter. No patient complications occurred. The catheter was disposed of and will not be returned for analysis.